Event description:
Caller reported experiencing a cartridge alarm 20 during pumping. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Cts decided to replace the pump and informed the customer that the replacement, with updated software, would be sent to them. Training would be available through their tandem source account. The customer was advised to put the current pump in storage mode and return it using a pre-paid label provided by tandem. They were also reminded to arrange for backup insulin therapy with their healthcare provider. The customer understood all instructions, and a replacement pump was dispatched. Follow-up communications confirmed shipping details and outlined the accessibility of training, ensuring the customer was fully informed and prepared for the arrival of the new pump.